Event description:
The pts father alleges that his son had several episodes of testing his blood glucose on suspect device and then administering insulin based off of that device reading and then passing out. The dates of the events are 12/4/1998, 12/9/1998, 12/10/1998, 12/16/1998, 12/17/1998, 12/22/1998, and 12/23/1998. The father had to give the son glucose d-50.